Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in concern of shutting down again. It¿s a blank screen again. Rep taking the call review the pump alarm history and found power loss pump error 23 and pump error 25. Device was download successfully using (thus software). P-cap locked in place properly during testing. Device power up properly after battery installation. No blank display noted. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. However, the power management tool indicated abnormal behavior of the unloaded vaa voltage and loaded vlith voltage as shown on the power management graph. Therefore, during download history review on (B)(6) 2021 at 19:43:06.000 through 22:42:19.000 multiple batt out limits alarms occur during this time frames. On (B)(6) 2021 at 16:00:00.000 through (B)(6) 2021 at 22:10:00.000 a total of 15 pump error 25 alarms confirm in long trace download file. Unit was cut open and perform visual inspection under scope for any moisture or electronic faults. Unit was monitored, swap electronic boards to pin point faulty board and redownload and monitored power graph. It was determine that electronic assemblies were at fault. Problem isolated to electronic assemblies. In summary, customer allegation for unexpected blank display was not confirm. However, pump error 23 and pump error 25 were confirm using down load history files. Problem isolated to electronic assembles. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple insulin pump error alarms. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer also stated that the insulin pump had blank display. Customer stated display returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.